Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was not identified. Atrophy was noted, and it was also indicated that there was possible balloon fatigue. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the explanted aus. The patient was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was not identified. Atrophy was noted, and it was also indicated that there was possible balloon fatigue. The patient was said to be good following the procedure. Product analysis did not confirm a component malfunction. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Field change: e1. Product investigation completed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was not identified. Atrophy was noted, and it was also indicated that there was possible balloon fatigue. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the explanted aus. The patient was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.